Event description:
It was reported; a loss of capture was observed on the left ventricular (lv) lead. Lead dislodgement was suspected. The lv lead was capped and replaced to resolve the event. The patient was stable.